Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 9 mmol/l. Insulin pump had change battery alarm and it did not turn on. Customer was calling after receiving new battery cap. The battery compartment was damaged inside. The insert battery alarm did not display on the screen. Customer reported that the insulin pump had blank display and did not returned after restart. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to the electrical board 2. No physical damage noted. The p-cap locks properly into place.